Event description:
It was reported that during a laparoscopic cholecystectomy endopuuch pro46 was used. Thumb plungr was retracted to expose the red indicator. Surgeon pulled suture string. Support arms from the rim of bag flipped out off instrument into abdominal cavity. Surgeon found it and removed it. Procedure completed with no patient consequences.